Manufacturer narrative:
The reported events of over-sensing, pacing problem, and contamination were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical, mechanical, sensitivity, visual and longevity evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the pacemaker was oversensing on the atrial and ventricular channels triggering inappropriate mode switches. During device replacement, the old pacemaker was found to have tissue growth inside the header. The pacemaker was explanted and replaced. The patient was in stable condition.